Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and no issues were identified. The customer changed the pump supplies to resolve the issue. Customer¿s blood glucose (bg) ranged between 400 to approximately 600 mg/dl with moderate ketones. Bg level was addressed with a manual injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.